Event description:
During the course of the patient's procedure, two sutures broke while they were in the patient's abdomen. Both sutures came from the same lot number which leads me to believe that there may be something faulty with that particular lot.